Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, it was discovered the electrode tip of the lead was ¿bent.¿ the lead was not implanted as a result and was instead replaced at the time of the procedure. There were no patient symptoms, complications, or outcome reported at the time of initial report. The lead was reportedly discarded and would not be returned for analysis. A supplemental report will be filed if additional information is received.